Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus delivery. The caller stated that the insulin pump stopped his bolus delivery at 2.2 units instead of the 2.5 units he had programmed. This anomaly could not be verified in the insulin pump's alarm history. The caller noted that the insulin pump had not been exposed to strong magnetic fields, dropped or bumped. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.